Manufacturer narrative:
Correction: previously reported as ''device in backup mode', updating to 'inappropriate or unexpected reset'.

Event description:
Additional information received notes that the defibrillation therapies were disabled due to device reset.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into back up mode and displayed a drop in battery voltage. No intervention was reported. The patient was stable and asymptomatic.